Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had high blood glucose level of 480 mg/dl. The customer also had symptoms like nausea, vomiting. The customer treated with syringes. The customer also had pump error alarms. The product was returned for analysis.

Manufacturer narrative:
Device received with constant pump error 38 during rewind due to corroded motor home switch. Unable to confirm this alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the insulin pump did not command motor movement error alarm due to no motor movement or negligible movement. Retries to free a stuck motor failed error alarm. Device received with minor scratched lcd window, cracked keypad at select button, keypad overlay texture damage, faded serial number label, broken belt clip rails, cracked retainer and scratched case.